Manufacturer narrative:
(B)(6). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a mildly calcified and mildly tortuous proximal left circumflex. On the first inflation the 1.5x15mm apex flex monorail balloon was inflated to six atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported.